Manufacturer narrative:
A siemens headquarter support center (hsc) specialist reviewed system data and service performed. The assay performed consistently and as alternate test methods provided a negative result, this finding is consistent with nonspecific binding or a heterophile. The instrument was demonstrating significant imprecision in monitoring parameters (chrome) for the assay. A customer service engineer (cse) has been onsite to change the reagent (r2) ultrasonic. The issue is determined to be isolated to a single patient result and there is no reagent lot issue(s). All data are consistent with a heterophile or non-specific binding. The cause of the falsely elevated human chorionic gonadotropin (hcg) result is unknown. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a dimension exl with lm system. The discordant result was reported and questioned by the physician(s). The customer performed repeat testing. One sample from the blood bank and one stored sample were run on the same system and the results were lower. The customer also used a new patient sample to perform repeat testing on an alternate platform. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00301 on (B)(6) 2018. Additional information (B)(6) 2018): the siemens headquarter support center (hsc) specialist determined the assay performed consistently and as alternate test methods provided a negative result, this issue is consistent with nonspecific binding or a heterophile. The instrument was demonstrating significant imprecision in monitoring parameters (chrome) for the assay. This issue was reported to be isolated to a single patient result. All data is consistent with a heterophile or non-specific binding. No further evaluation of the device is required.